Manufacturer narrative:
Continuation of d10: product ID 977a260, serial # (B)(6), implanted: (B)(6) 2025, product type lead, product ID 977a260, serial # (B)(6), implanted: (B)(6) 2025; product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the hcp indicated that the patient went to the hospital 8 days after implant for dehydration. They then reached out to the manufacturer to have the device turned on the (B)(6) and then reached out via voicemail to schedule a follow-up appointment. The clinic never heard back since on (B)(6) 2025 and were unaware that the patient had passed. They stated they have no additional information.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death. H6 codes have been corrected to reflect the event. Code f02 no longer applies medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was caller requested manufacturer representative (rep) to come to facility to activate MRI mode. Caller stated they spoke with rep who indicated that they don't need to be there to place implantable neurostimulator (ins) into MRI mode. Tss offered to assist with walking through activating MRI mode but caller stated they didn't want that liability. Caller stated that the MRI is because of the placement of the scs and since it was implanted, it has been causing paralysis and incontinence. Tss provided nas phone number to call to page rep. Caller indicated they had only spoke with a rep about the MRI, not the patient's current condition, and therefore, tss didn't ask further questions about notified date.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that in (B)(6) 2025, the patient presents in the hospital with multiple issues. Patient had altered taste leading to poor oral intake, nausea, lack of appetite, vomiting, diarrhea, and have lost 80 pounds since (B)(6) 2025. Healthcare provider (hcp) suspected the patient had inadequately treated depression. Patient experiences weakness, failure to thrive, and recurrent falls that are attributed to poor nutrition and their bedbound status. Anytime the patient moves they go to the bathroom. Implant was turned on during their hospital stay. During p.t at the hospital they felt dizzy. Before the device was implanted, they were independent, but now they require assistance and fears falling. They have had multiple falls, muscle mass loss, and malnutrition. Their baseline ambulation is that they use a walker. Tests have shown no abnormalities in some areas, pathology review and other tests also yielded no findings to account for symptoms occurring in sep. Lab tests later revealed hypothyroidism, anemia, and a uti. Patient has hospitalized again in (B)(6). Diagnoses include hypokalemia, acute kidney injury, altered mental status, and stercoral colitis, along with dehydration. Patient has experienced prolonged constipation (9 days), vomiting, hallucinations (likely uti-related), forgetfulness, disorientation, and difficulty with word finding. Patient also stated there is something wrong with their legs; they have had decreased sensation in their legs. It started in the left leg and now moved to their right. It was reported that since implantation they have been unable to walk. It was stated that patient had paresthesia of left leg 1+ years, right leg only noticed after insertion of stimulator. The neurologist had a concern about a spinal cord injury from the stimulator. MRI showed no acute pathology to explain the decline. There was a large amount of stool in their rectum released by "rectal disimpaction." Patient had a foley catheter placed. Patient was placed in hospice and subsequently passed away. It was stated that the principal cause of death was: multiple advanced comorbidities in setting of age and failure to thrive with increased frailty and malnutrition severe. Principle problem was acute kidney injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2025, product type: lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2025, product type: lead. Coding corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.